Manufacturer narrative:
Additional: d10 the reported inability to loosen/tighten the [atrial set screw was confirmed in the laboratory. Visual inspection identified dried blood inside the atrial screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening/tightening the set screw. With the blood removed from the setscrew inset a wrench could be fully inserted into it and engaged the setscrew inset and untightened the setscrew. The blood most likely came through damage to the septum in the form of a hole punched through it.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator change out, the chronic atrial lead could not be removed due to the set screw being stuck. A new atrial lead was placed and could not be tested with different programmers as there was consistent interference observed. A new lead was placed with no issue. The patient was stable. Related manufacturer reference number: 2017865-2020-00640.